Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp experienced pain during fill while using the homechoice pro cycler for apd therapy. The hcp related that the hp reported pain in their groin area, which is where the tip of their catheter is placed, during fill, using the cycler. According to the hcp, the pain started after the hp changed their physical positioning during apd therapy. The hcp related that the hp previously performed apd therapy while positioned upright in an "easy chair" and did not experience pain. The hp recently started performing apd therapy while in a supine position in bed and reported feeling pain during fill. The device's "comfort control" temperature setting was increased to 37 degrees celsius in the hopes that this may resolve the pain; however, the pain did not dissipate and the device was subsequently replaced. The hcp related that there was no resulting pt injury or medical intervention.